Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure of the superficial femoral artery (sfa). Reportedly, when the plunger was retracted no suture was attached to the needles. The proglide device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No reported clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The reported difficult to insert in the anatomy could not be replicated in a testing environment, thus the reported complaint was not confirmed. The plunger, suture, link, needles and cuffs were in pre-deployed position, thus the reported needle to cuff miss/suture retrieval was not confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported resistance was felt during insertion of the proglide device into the anatomy. It should be noted that the perclose proglide instructions for use states: do not advance or withdraw the perclose proglide suture mediated closure system (smc) device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information was received reporting that resistance was felt during inserting the proglide device into the anatomy.